Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged the device's display turned black and clinical information could not be seen. While testing onsite by zoll technician, the device rebooted itself on its own. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(6) service department. The reported malfunction was observed and attributed to a faulty filter inductor on the system board. Analysis of reports of this type has not identified an increase in trend.